Event description:
Pt having aaa repair with ovation ix endograft. Polymer injected as directed into sleeve around graft. Chamber seen as filled. The connection between the pressure syringe and the sleeve failed and polymer leaked into the pt's bloodstream. Pt's sbp dropped to 40's, and pt was treated appropriately. Due to the leak, graft did not effectively block off aneurysm and type 1 endoleak was noted. Product rep present. Procedure completed and pt transferred to ICU.